Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The product was not returned, and may have aided in the determination of the cause; however, inaccurate delivery may be the result of, but is not limited to, patient vessel geometry, vessel diameter (e.g.vessel may be larger than stent), poor vessel wall apposition of the fully deployed stent, inadvertent movement of the handle during deployment, or suboptimal predeployment stent positioning. Furthermore, as per acculink instruction for use, stent deployment caution noted that prior to stent deployment, remove all slack from the delivery system. As part of manufacturing quality process, all catheters are inspected during the final inspection to ensure the product structure and integrity. In addition, a sampling of units is destructively tested to verify proper stent deployment. A review of the lot history record for the reported lot revealed no associated nonconforming material records, indicating all lot release testing met specification. Additionally, a review for similar incidents was performed and there are no other incidents with this part and lot number combination which suggests that there are no lot specific product quality deficiencies.

Event description:
It was reported that the rx acculink stent was misplaced slightly too low during implantation in the right internal carotid artery. A second rx acculink was then used to successfully cover the distal target lesion. There was no adverse patient effect. No additional information was provided.